Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # s061140, selex/magnum mod hd 40mm -6, lot # 943060, item # 13-104056, m/h radial solid/apx shl 56mm, lot # 946810, item # xl-108524, arcomxl 40mm +3 hw lnr sz 24, lot # 791620. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10197, 0001825034-2018-10198.

Event description:
It was reported that a patient is experiencing pain and unknown elevated ion levels approximately 5 years post implantation. The patient is currently implanted with a poly liner as listed under the associated devices. The elevated ion are likely the cause of the head and stem. The patient has indicated a revision. Attempts have been made, and no further information has been provided

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were received, however the reported event is unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.